Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, on (B)(6) 1997 patient underwent x-ray right knee. Impression: degenerative changes. On (B)(6) 2009 patient underwent physical examination. Conclusion: left ventricular cavity size and systolic functions are normal. Marked concentric left ventricular hypertrophy. Minimal pericardial effusion. Echo findings "c/w: hypertrophic cardiomyopathy. On (B)(6) 2009 patient presented for follow-up visit. Impressions: laminectomy- no cv complications. Htn- continue out patient regimen at "d/c". On (B)(6) 2010 the patient underwent xrays of the knee due to degenerative joint disease. Impressions: postoperative changes. The patient underwent right total knee replacement, mis technique. Preoperative diagnosis: advanced osteoarthritis, right knee. Morbid obesity. Patient underwent tka pa and lateral chest for evaluation of cardiopulmonary disease. Impression: normal. On (B)(6) 2010 patient presented for office visit. On (B)(6) 2010 patient presented for office visit. On (B)(6) 2010: patient presented with chief complaint of left knee pain. Patient has reduced range of motion of left knee and shoulder. On (B)(6) 2010 the patient underwent left total knee replacement. Preoperative diagnosis: advanced osteoarthritis, left knee. Morbid obesity. Review of systems: neurological: patient has some soarness/pain if stays in bed on back too long. Musculoskeletal: osteoarthritis, knees, left thumb and fingers. On (B)(6) 2010 the patient presented with complaint of b.p. And headache. On (B)(6) 2012, per billing records, patient presented for office visit. On (B)(6) 2013, patient presented for office visit. Patient reported severe pain and difficulty in ambulation. On (B)(6) 2012 patient presented for follow-up on back pain and radiating leg pain. On (B)(6) 2013, patient underwent x-ray of chest. Impression: mild interstitial lung intensities which could represent interstitial infiltrates. Eight mm oval density in left upper lung lobe could represent a lung nodule. On (B)(6) 2013, patient presented for follow-up visit. On (B)(6) 2013, patient underwent CT of thorax. Impression: evidence of granulomatous disease. There are noncalcified bilateral lung nodules also seen along with subsegmental atelectasis of scarring in both lung fields. Consider follow-up evaluation in 3-6 months to assess for stability or change. Mild cardiomegaly. Moderate sized hiatal hernia. Granulomatous disease of the liver and spleen. Probable multiple accessory splenules. They are not fully evaluated, and mesenteric lymph nodes are also a consideration. Suggest follow-up evaluation with CT of abdomen and pelvis which may aid in excluding lymphadenopathy. Severe osteoarthritic changes of both shoulders and there are osteoarthritic changes also od the spine. On (B)(6) 2013, patient underwent colonoscopy. On (B)(6) 2013, patient presented for follow-up visit. On (B)(6) 2014, patient presented for office visit. On (B)(6) 2014, patient underwent MRI of lumbar spine. On (B)(6) 2014, patient presented with office visit with chief complaint of back pain which radiates to right hip and leg. Patient underwent MRI lumbar spine, no contrast. On (B)(6) 2014, patient underwent MRI. Impression: surgical changes of fusion with multilevel degenerative changes and posterior subluxation of l4 relative to l3. The degenerative changes are most significant at l3-4 level. The appearance of lumbar spine has not significantly changed from previous examination. On (B)(6) 2014, patient presented with low back pain and right groin and anterior thigh pain. Patient underwent MRI lumbar spine, no contrast. Impression: multiple level degenerative changes and posterior subluxation of l4 relative to l3. The changes are most significant at l3-4 level . On (B)(6) 2014, patient presented with back pain and right leg pain. On (B)(6) 2014 per billing records, patient presented for office visit.

Event description:
It was reported that on, on (B)(6) 2009: patient underwent a radiology examination of lumbar spine w/o contrast. Impression: grade 1 anterolisthesis at l4-5 with severe degenerative disc disease. These is moderate to severe central spinal canal stenosis with severe right and moderate left neuroforaminal narrowing. There is probable impingement of both exiting l4 nerve roots, right greater than left. There is sublaxation at l4-l5.disc bulges at l3-l4 and l5-s1.no evidence for pars defect. On (B)(6) 2010: patient underwent pa and lateral chest examination due to right osteoarthritis. Impression: normal. On (B)(6) 2010: patient underwent x-ray of chest pa and lateral due to indication of osteoarthritis of left knee and evaluate for pulmonary disease. Impression: upper limits of normal cardiovascular silhouette. No acute infiltrate or effusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient underwent CT scan of the lumbar spine. Impressions: grade I anterolisthesis of l4-l5 measuring up to 11 mm which was partially reduced on extension measuring 8mm. Small grade I anterolisthesis of l3-l4. Spondylosis of the spine. On (B)(6) 2009 the patient was underwent x-rays of the chest. No complication was reported. On (B)(6) 2009 the patient underwent CT scan of the lumbar spine. Impressions: status post fusion at l4-5. The patient underwent following procedure: right l4-5 hemilaminotomy. Right l4-5 completes facetectomy utilizing the tubular retractor with the microdissection technique. Open reduction of spondylolisthesis. L4-l5 posterior lumbar interbody fusion performed via the transforaminal route utilizing autograft bone and bone morphogenic protein. Insertion of intervertebral biomechanical device at l4-5 (peek spacer). Preoperative diagnosis: l4-5 spondylolisthesis. L4-5 spinal stenosis. Pre-op notes: a spinal reduction device was then used to reduce spondylolisthesis. The patient achieved almost complete reduction in this fashion. The screw lock 6. L4-5 internal fixation utilizing percutaneous pedicle screws and complex was locked in place on the left-hand side traction had been removed. The cage trials were now used for the proper sized cage. A 10 mm tall x 22 mm long was selected. It was filled with a combination of bone morphogenic protein soaked in collagen sponge as well as autograft. Additional collagen sponge was soaked in bone morphogenic protein and placed anterior and contralaterally into the interbody space. It should be noted that the disk material here was minimally present secondary to her severe spondylolisthesis. Once the graft was placed here anterior and lateral, it was followed by placing the cage obliquely into the disc space. This was confirmed with ap and lateral fluoroscopy. Finally, a bone graft was inserted just anterolaterally to the cage implant. The nerve roots were re-explored and found to be free of residual compression. Meticulous hemostasis was assured. The tubular retractor was removed, and hemostasis was obtained on the way out. Finally, pedicle screws were then placed over the previously inserted k-wires on the right-hand side. At right l4, a 6.5 mm diameter x 45mm length screw was placed. At right l5, a 6.5 mm x 45 length screw was placed. These were connected to a 40 mm rod. On (B)(6) 2009 the patient was presented for follow up visit. No complication was reported. On (B)(6) 2009 the patient underwent x-rays of the lumbar spine. Impression: expected postsurgical findings of a posterior fusion at l4-5 with resolution of previously described grade 1 anterolisthesis along with an intervening disc spacer. On (B)(6) 2009 the patient was presented for office visit with aching, specifically in both knees. On (B)(6) 2010 the patient underwent x-rays of the knee. Impressions: postoperative changes. The patient underwent right total knee replacement, mis technique. Preoperative diagnosis: advanced osteoarthritis, right knee, morbid obesity. On (B)(6) 2010 the patient was presented for office visit. No complication was reported. The patient underwent MRI of the lumbar spine. Impressions: posterior lumbar fusion l4-5. Grade 1 anterolisthesis l3 and l4 disc narrowing. On (B)(6) 2010 the patient was presented for MRI of the lumbar spine. Impressions: postsurgical changes and spondylolisthesis. On (B)(6) 2010 the patient underwent left total knee replacement. Preoperative diagnosis: advanced osteoarthritis, left knee. Morbid obesity. On (B)(6) 2010 the patient underwent MRI of lumbar spine. No complication was reported. The patient was also presented for office visit. On (B)(6) 2013 the patient underwent CT scan of the lumbar spine. Impressions: postsurgical change at l4-5 l5 without evidence of hardware or postsurgical complications. Severe degenerative disk disease at l3-4 with a grade 1 anterolisthesis of l3 on l4. Evaluation of the soft tissues was limited on CT scan. Associated neural foraminal narrowing was not excluded. On (B)(6) 2012 the patient was presented for office visit for health assessment. On (B)(6) 2013 the patient underwent CT scan of the thorax. Impressions: evidence of granulomatous disease. There were non calcified bilateral lung nodules also seen along with sub-segmental atelectasis of scarring in both lung fields. Mild cardiomegaly. Moderate- sized hiatal hernia. Granulomatous disease of the liver and spleen. Probable multiple accessory spherules. They were not fully evaluated, and mesenteric lymph nodes were also a consideration. Severe osteoarthritic changes of both shoulders, and there were osteoarthritic changes also of the spine. On (B)(6) 2012 the patient was presented for office visit with severe worsening of the spondylolisthesis at l3/l4 where it was now almost grade 2. On (B)(6) 2012 the patient underwent x-rays of the lumbar spine. Impressions: grade 1-2 spondylolisthesis at the l3-4 disc level. Status post fusion of the lower lumbar spine. On (B)(6) 2012 the patient underwent x-rays of her lumbar spine. Impressions: grade 2 degenerative spondylolisthesis at the l3-4 level with bone on bone disc space loss. On (B)(6) 2012 the patient underwent MRI of the lumbar spine. Impressions: in this patient with posterior fusion spanning l4 to l5, there were multilevel degenerative changes with areas of central canal narrowing and neural exit foraminal narrowing. Findings were most prominent at l3-4, where there was a grade 1-2 anterolisthesis, disc space narrowing, marked central narrowing and bilateral marked neural exit foraminal narrowing. At the level of l5, there was mild questionable tissue anterior to the thecal sac which could represent a small amount of scar tissue. On (B)(6) 2012, (B)(6) 2013 the patient was presented for office visit with low back pain. Diagnosis: spinal stenosis on (B)(6) 2013 the patient was presented for office visit with low back pain. She reported severe pain and difficulty in walking. The patient underwent MRI of the lumbar spine. Impressions: multi-level degenerative changes with areas of central canal narrowing and neural exit foraminal narrowing. At the level of l5, there was mild questionable tissue anterior to the thecal sac which could represent a small amount of scar tissue versus perhaps prominent vessels in the epidural fat or disc protrusion. Assessments: the patient's pain was possibly referred from radiculitis. On (B)(6) 2013 the patient underwent caudal epidural steroid injection under fluoroscopic guidance. Preoperative diagnosis: lumbar radiculitis. The fusion surgery was done using tlif approach along with peek cage currently the patient complains of gastrointestinal problems, radiating pain to the legs, significant pain, and pain in the buttock down do the thigh and low back pain, gait issues, walking difficulty.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on (B)(6) 2009, the patient underwent MRI of lumbar spine which demonstrated a grade 2 to almost grade 3 lumbar spondylolisthesis at l4/5 with significant bilateral foraminal narrowing, left greater than right, and also some lateral recess stenosis and central stenosis. On (B)(6) 2009, the patient presented with low back pain and pain down the left lower extremity to the leg with burning in both feet. The symptoms were bilateral but often left-sided. The patient had difficulty walking. Impression: grade 2, almost 3 spondylolisthesis, bilateral radiculopathy, and symptoms of neurogenic claudication related to her spondylolisthesis. On (B)(6) 2009, the patient also underwent ¿(smh) clspn¿ examination of lumbar spine due to back pain, particularly at l4-5. Impression: grade I anterolisthesis at l4-l5 with severe degenerative disc disease; there is moderate-to-severe central spinal canal stenosis with severe right and moderate left neuroforaminal narrowing; there is probable impingement of both exiting l4 nerve roots, right greater than left; there is associated left lateral subluxation at l4-l5; disc bulges at l3-4 and l5-s1; no evidence for pars defects on (B)(6) 2009 the patient was presented for follow up visit. No complication was reported. She was diagnosed with spondylolisthesis, stenosis and radiculopathy. On (B)(6) 2010 the patient presented with complains of pain bilaterally in the knee. X-rays of the knee were taken. Impression: advanced osteoarthritis right and left knee. On (B)(6) 2010 patient underwent cat scan of the brain without contrast. Impression: normal unenhanced CT scan of the brain. Patient underwent cr chest ap: impression: cardiomegaly; calcified left hilar nodes. On (B)(6) 2010 patient underwent cr chest ap. Impression: cardiomegaly; calcified left hilar nodes. On (B)(6) 2010 patient underwent CT brain wo contrast. Impression: normal unenhanced CT scan of the brain. On (B)(6) 2010 the patient presented for follow up visit. Radiologiocal impression: three views of the left knee reveal excellent alignment of the total knee replacement with no evidence of loosening. The patient is doing great. On (B)(6) 2010 the patient presented for followup. Review of systems: neurological: weakness and fainting. Musculoskeletal: other joint pain. X-rays of the knee were taken. No evidence of loosening of the components or occult fracture. On (B)(6) 2010 the patient underwent MRI of lumbar spine. No complication was reported. The patient was also presented for office visit. The patient also underwent ¿nma¿ of lumbar spine due to pain. Impression: no change since prior studies. On (B)(6) 2013, the patient presented with axial low back pain with postoperative emergence of lower extremity discomfort. Impression: residual axial low back pain with more recent postoperative radicular symptoms. On (B)(6) 2013, the patient presented for an office visit for back pain. Imaging studies of thelumbar spine was reviewed which showed successful l4-5 fusion but stabilization was not observed across l3-4 level.

Event description:
It was reported that the patient underwent a spinal fusion surgery on the lumbar region of her spine from l4 to l5 using rhbmp-2/acs. Reportedly, the patient's post-operative period has been marked by increasingly severe pain and discomfort in her lower extremities, thighs, and legs. The patient developed pain that radiates into her lower extremities. Patient's pain radiates from her lower back, to her lower extremities, thighs, and legs.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.